Event description:
Information was received from the facility on a patient implant card that there was lost vitreous. Requested more information from facility. At this time there has been no additional information forthcoming from the user facility.